Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test alarms noted. The pump downloaded in the care link pro software and all bolus deliveries registered properly in the care link history report. The pump was received with a cracked reservoir tube lip, a cracked case the near display window corners and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump being received without a belt clip. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and insulin pump had moisture damage. The customer's blood glucose was 410mg/dl; treated with pump. The insulin pump stated the pump had cracks. The customer was advised the pump will be replaced and revert to back up plan.